Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow via merlin.net. A review of the transmission revealed noise exhibited by the right atrial (ra) lead that caused false atrial fibrillation (af) and atrial tachycardia (at) detection episodes. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5

Event description:
New information received notes that noise was attributed to electromagnetic interference. No interventions were made.